Event description:
Pt entered facility 3/27/96 for attempted total hip revision arthroplasty due to fractured acetabular cup. Polyethelene acetabular liner was fractured and black metal disease was found throughout the area. Acetabular cup and femoral head implant were removed. The acetabulm had been eroded through the medial wall.